Event description:
It was reported that the customer was having high blood glucose. Customer stated had issues with sensor and blood glucose readings discrepancy. Customer stated that he reported bent sensor and has changed location for his site. Customer he was getting low predictive but his blood glucose was going up. Troubleshooting was done for high blood glucose. Customer's blood glucose was 272 mg/dl. During the troubleshooting it was found that there was air bubbles in the tubing. Troubleshooting was done for air bubble. Customer does not have tubing clamps available to perform high pressure test. Customer's last blood glucose was 479 mg/dl. Customer do a complete set change and will call back to perform high pressure test. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.